Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.